Event description:
It was reported that a minicap extended life transfer set was not tightly locked with the adaptor. This occurred when the nurse replaced the patient's transfer set. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: although the transfer set was able to connect to a titanium adapter and pass the leak test, significant damage was found on the patient connector during visual inspection. The internal diameter of the patient connector was unable to be measured due to the damage. The cause of the damage was undetermined. A CAPA event has been initiated to investigate the root cause(s) of reported connection issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during use where the nurse stated they failed to lock the transfer set tightly with the adaptor. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities related to the reported issue were detected during visual inspection. Leak, clamp functional, clear passage, or seal surface testing were all performed with no issues noted. The internal diameter measurement were unable to be obtained. The reported issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.